Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found distal tip and fiber damage, sidearm lens damage, and a cracked distal lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Internal complaint reference: (B)(4).

Event description:
It was reported that the scope lens was scratched. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit had a cracked distal lens which makes it a reportable event.